Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem whilst trialing the hip with the trial body and neck, (2975-29-085 and 2975-31-045) in that the 2 were not holding together in order to set the version on the trial. Reduced the hip to assess length, version etc, the neck trial was slipping around the trial body. On inspection the trial body looked worn and ¿flattened¿ at the grooved section where the trial neck should grip it. Two other trial bodies also looked similarly damaged. 2975-29-075, 2975-29-085, 2975-29-095. These are the 3 which appear damaged. There was only a slight delay of a few minutes during surgery, and no harm came to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.